Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the patient was hospitalized because of diabetic ketoacidosis when he was at the high blood glucose. The blood glucose level was 390 mg/dl at the time of incident. Customer was treated with manual bolus for the high blood glucose. Customer does not allege pump was under delivering. Troubleshooting was done for high blood glucose. Customer was wearing the pump at time of hospitalization. The product will not be return for analysis.